Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation was performed for the finished device 1858165 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. (B)(4) parts were manufactured per specification. 1 part was scrapped for fixture out of line.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original total hip replacement (c-stem) was conducted (B)(6) 2005 at (B)(6) hospital. Today ((B)(6) 2021), the elite plus lpw cup was removed and a competitor cup implanted. The original elite head was also removed and a new one implanted. Patient demographics: unknown. Reason for revision: instability. Dfurther patient etails and operation notes unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation was performed for the finished device 1858165 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 39 parts were manufactured per specification. 1 part was scrapped for fixture out of line.